Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that after restarting the tablet, they were able to get good impedances checks. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: a710, serial# unknown, product type: software; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the physician was having a hard time placing the paddle lead, so they kept checking impedances intra-operative and they were not getting good impedances. The rep reported that with the wens one side of the lead was showing orange/red impedances. The rep reported that they were seeing impedances issue mostly on the bottom of the lead. The rep reported that upon interrogating the ins with the tablet, they saw an elective replacement indicator (eri) message and messaged about the programmer clock being off but was able to bypass the eri message and proceed normally. The rep reported that they were able to test the other side of the lead intra-operative but didn¿t program the patient as they were in too much pain. The rep reported that they were waiting to program the patient until the post-operative appointment. It was suggested to reboot the tablet to help prevent the eri issue and ensure all dates were correct on the ins/tablet when meeting with the patient for the post-operative visit. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.